Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had "a lot of symptoms" but that they had been feeling better since reprogramming of the cardiac resynchronization therapy pacemaker (crt-p). The device is still in use. No further patient complications have been reported as a result of this event.